Event description:
Event description cpi received information that during a routine follow-up, the lead measurements indicated a decrease in r-wave measurement and an increase in pacing thresholds. When the patient coughed, loss of pacing capture would occur. X-ray showed that the lead position had not changed since implant, and there was no lead fracture. Invasive surgery found body fluids inside the lumen of the lead near the 'loop' site, but an insulation break could not be located.